Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level. As a corrective action, the customer will continue using the current pump while technical support prepares to send a replacement. The customer was instructed on storing the pump and returning the problematic one via a pre-paid label within ten days.